Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the reported 8mm force bipolar instrument was inspected prior to use. The instrument was found to have a damaged wire while inspecting. It was unknown if reported instrument collided with other tools. There was no fragment fall inside of the patient¿s anatomy. The patient information was not provided.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that prior to starting (pre-anesthesia) a da vinci-assisted surgical procedure, the force bipolar instrument had broken black conductor wire. The procedure was completing as planned with no reported injury.